Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported the tubing had come apart, and she noticed her bed, and shirt had gotten a bit wet. She said the tubing had come apart somewhere halfway on the tubing. It was hard to tell exactly where, but it sounded like it was at a luer lock on the set. I had her power down the pump and clamp her line. She was going to call the clinic first thing in the morning. Medication being infused was unknown. No patient injury reported.